Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that it was not delivering insulin properly. The customer¿s blood glucose level was 315 mg/dl at the time of incident. The customer¿s other blood glucose value was 377 mg/dl/, 106 mg/dl, 300 mg/dl, 313 mg/dl and 109 mg/dl. The customer was treated with bolus for high blood glucose. The customer was experienced symptoms like thirsty. The insulin pump and reservoir will be returned for analysis.